Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event was unresolved at time of study exit/death/study closure. Additional information received reported the patient exited the study on (B)(6) 2020 as all enrolled manufacturer products were inactive. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study on (B)(6) 2020 regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. It was reported that on (B)(6) 2020 the patient developed a temperature, had a headache, and felt unwell. The patient's wound had erythema and fluid was oozing from the lumbar wound. Intravenous (IV) antibiotics commenced and the patient was admitted to the hospital. On (B)(6) 2020 the patient was taken to theater for removal of the device. A large cavity was noted in the lumbar wound and abdominal wound subcutaneous tissue. There was no leakage of cerebrospinal fluid (csf) and no csf hygroma was found. Pus collection was found under the skin. The catheter was also removed. The event required in-patient or prolonged hospitalization and resulted in medical/surgical intervention. The event was ongoing. The etiology indicated the event was unlikely related to the device/therapy and was related to the implant procedure. No further complications were reported or anticipated.

Event description:
Additional information was received from a foreign hcp via a clinical study. The catheter serial number and device implant dates were provided.

Manufacturer narrative:
Continuation of d11: product ID: 8781, lot# 0220272572, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.